Event description:
It is reported the event occurred in the operating room. Soon after the sheath was placed, a leak was found. It is not clear from where the leak was occurring. As a result, the sheath was removed and replaced with a new sheath. There was a reported delay, but it is reported the delay was not harmful to the pt. There were no pt injuries, pt complications, or death. See MDR # 1036844-2012-00229 for the next event involving the same pt.

Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.